Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer complained of "being sick, unable to eat and pain" in the morning and received unspecified low readings on the sensor. Customer was provided 2 spoons of sugar by his mother. Customer experienced "being sick" at 11:20 a.m. And the sensor displayed low values. Customer experienced vomiting, abdominal pain and pain in upper and lower limbs for several hours and was seen in the hospital where a reading of over 500 mg/dl was obatined on the hcp meter. Customer was diagnosed with hyperglycemia and was treated with insulin infusion and monitored for 24 hours. There was no report of death or permanent impairment associated with this event.